Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. The battery compartment was found to have cracked from the threads to the case seal and moisture was evident in the compartment. The reported damaged battery compartment was duplicated in the investigation. A leak test showed a leak where the crack was located. Pump casing was opened and additional evidence of moisture corrosion was found on the motor connector wire. Unrelated to the casing issue, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and there was evidence of moisture in the pump. It was reported that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.